Event description:
It was reported the endoeye flex deflectable videoscope had a scope communication error. The event found at was during setup and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable and specific error malfunctions were identified during the device evaluation: b30 scope communication error and an e216 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: imaging unit malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.